Event description:
It was reported that during a photoselective vaporization of the prostate procedure, a break in the fiber body was observed after the fiber card was inserted into the console. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was confirmed as analysis identified a break in the fiber body between the control knob and input connector. Additional, there were no signs of debris adhesion on the metal cap or devitrification of the glass cap at the output window. It is probable that excessive manipulation/rough technique applied to the fiber during setup caused the break in the fiber body. According to the instructions for use, the fiber should not be bent at sharp angles as it may result in damage to the fiber. The interaction between the user and device caused or contributed to the observed fiber break and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break in the fiber body between the control knob and the input connector. There were no defects/failures with the fiber tip. There were no signs of debris adhesion on the metal cap. There was no devitrification of the glass cap at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified the aiming beam was present at the location of the fiber break. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on analysis results, a probable cause of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, a break in the fiber body was observed after the fiber card was inserted into the console. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.